Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, when the surgeon activated the blade, the cable twisted and the generator lost power until the blade was blocked completely. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.